Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. If new information were to become available, this report will be further evaluated and updated.

Event description:
Additional information was received that the rv lead continued to exhibit increased pacing impedance measurements greater than 2,000 ohms. The patient with this device system had no underlying rhythm and reported feeling uncomfortable. A revision procedure was to be performed.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this transvenous right ventricular lead did exhibit out-of-range pace impedance in association with the pulse generator. The boston scientific technical services consultant recommended close follow-up. The following physician was already following the patient on a monthly basis. There were no reported adverse patient effects.